Manufacturer narrative:
The mentor failure analysis lab has received and completed the evaluation of the suspect medical device. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm hps dv 330cc breast implant had a crease/fold on the posterior view. Additionally, a tear was found within the crease/fold, measuring approximately 0.4 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. A breast cyst is a fluid-filled sac within the breast. One breast can have one or more breast cysts. They are often described as round or oval lumps with distinct edges. Breast cysts are usually and typically do not require treatment, but they can be drained using fine needle aspiration if the cyst is large or uncomfortable. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation (mre) was performed for the finished device number 7666795, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Mentor received additional event information that the patient had left-sided breast cyst and bilateral deflation of implants. Diagnoses were confirmed by mammogram and ultrasound. This medwatch report is for the left-sided implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient who underwent a breast augmentation revision with 330cc mentor smooth round high profile saline breast implant has experienced left-sided implant deflation postoperatively. Deflation was confirmed by a physician. As a result, the patient is scheduled to undergo explantation on (B)(6) 2020.